Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following (foreign material in the nozzle): what kind of foreign material was it? Not identifiable. Have you confirmed the cause of the foreign material? Regular cleaning was not performed correctly in the aie/water nozzle with mh-948. Did user perform last reprocess in accordance with instructions for use? Unknown the customer answered the following (control unit and universal cord dirty): what kind of foreign material was it? Not identifiable correctly. Have you confirmed the cause of the foreign material? Improper and inadequate (cleaning, disinfection and sterilization) cds process. Did user perform last reprocess in accordance with instructions for use? Answered above. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the foreign material remaining in the nozzle, the foreign material was unable to be identified and the root cause was unable to be determined. Based on the results of the investigation for the control unit and universal cord remaining dirty, it is likely that the foreign material may have remained due to reprocessing deviation from instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic system. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had low angulation. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water nozzle was blocked with foreign debris, the control unit had dirt, the universal cord had dirt, the objective lens was chipped, the light guide lens was scratched, the distal end cover was burnt, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was detached, the connecting tube was scratched, the control unit was scratched, the suction cylinder was shaved, the protector of the universal cord on the control section was cut, switch 2 was scratched, the scope cover was dented, angulation was out of specifications, the angulation had play, and water contact was reduced due to clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.